Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device failed to obtain a right leg ECG reading during patient monitoring. The alleged failure was observed while the device was in use on a patient, however, no adverse patient impact was reported by the customer.